Event description:
It was reported that the basket on the ptd separated from the cable during the start of the procedure. The basket was successfully retrieved using a snare. There were no pt complications.